Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. No instrument or reagent issue was identified. The amplification is observed to be of different intensity and profile for each of the targets, further indicating their true amplification. The most likely cause for the discrepancy observed is due to the samples having a lower viral loads based on the slightly delayed CT values for all three targets, either from a patient with a low titer or from lab cross-contamination. Note that samples that are lower titer can generate different results on platforms with different sensitivities.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 when tested at home with an unknown test. The patient was then tested on the cobas liat which generated a sars-cov-2 positive, influenza a positive, influenza b positive result. The same sample was retested on a different platform (cepheid) which yielded a negative result for all three targets. The positive results for all three targets was reported to the patient. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.